Manufacturer narrative:
Date of awareness previously captured as 14aug2025. The correct awareness date is 11aug2025.

Event description:
The following has been reported by customer: loose screw. Pump has outdated drug library on it, and on pickup of device, could hear a screw rattling around inside. Disassembled pump to top cover where a screw was missing, then continued to disassemble until the loose screw could be retrieved and replaced back into top cover. Reassembled device and connected to partner. Re-uploaded wifi configuration & upgraded wifi software to ensure latest version on pump. Left pump on basic test infusion for ~5mins, did not connect. Left pump powered off but plugged in overnight to see if it would connect. --pump connected to server overnight and downloaded latest drug library ((B)(6) 2025). Reattached rfid tag to pump, found in the ones that have been brought up over time, removed old leftover adhesive and attached with new adhesive, ensuring adequate spacing between IV line hook and rfid tag, tested with IV line in shop to ensure staff can easily use hook. Since pump was disassembled to get screw, a full functional check needs to be carried out. Waiting for test equipment to be done...--test equipment back and okay'd, proceeding with full functional check on device. Pm tests performed, during occlusivity test device kept failing, replaced IV line set, tried again. Still failing, recalibrated pressure, tried test again and it still failed. Replacing membrane. Passed test with no problem with new membrane. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that an internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed. The trend is: normal.